Event description:
The customer reported that a falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on the dimension vista 500 instrument. The erroneous result was reported to the physician(s). The sample was repeated on the original instrument. The repeat result recovered lower than the initial result. The repeat result was considered correct and reported to the physician(s). The sample was repeated for the second time for troubleshooting purpose, which recovered lower than the erroneous result. The patient was redrawn after 2 hours from the initial draw. The new sample was run on the same instrument and the result recovered lower than the erroneous result. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on the dimension vista 500 instrument. Quality control (qc) and calibration were valid at the time of sample processing. Siemens remotely assisted the customer and cleaned all drains with bleach and water and aliquot probe drain with aliquot probe drain cleaning tool, checked valve and low-pressure line regulator, ran check 1 on reagent prep probe, which passed; reset instrument to green; ran precision study, which recovered acceptably. Siemens reviewed the instrument data and concluded that there were no issues with the reagent as qc recovered within acceptable ranges and no erroneous results reported with other patient samples. Siemens evaluated the event and determined that sample integrity or sample handling issues potentially contributed to the falsely elevated tnih result. The instrument is performing according to specifications. No further evaluation of the device is required.